Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that they had a previous patient with depletion due to shorting. The hcp indicated that they have had 2 in a little while but didn¿t have any specific event information.